Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to oversensing. It was noticed that this happened while the patient was performing exercise. Analysis was performed and it was noticed that a change in the morphology of the patient heart rhythm happened during this exercise session which led to double counting and subsequent oversensing and shock. It discussed to bring the patient for an exercise test in order to analyze the rhythm behavior and based on this optimize the therapy of the patient. This system remains in service. No adverse patient effects were reported.